Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. The sensor experienced a brief sensor issue, after which the patient removed it on (B)(6) 2026. Upon removal of the sensor, he noticed redness, inflammation, swelling, bumps, and bruising at the insertion area. He also mentioned that after removing the sensor, the sensor wire was missing, and he could feel something inside his skin. On (B)(6) 2026, the patient visited his doctor for a consultation. The doctor checked the insertion site but was unable to confirm if the sensor wire was inside the skin. The patient was prescribed an unspecified oral antibiotic and advised to have a follow-up check up to verify if a sensor wire is still in his skin. Follow up contact was made with the patient. The patient¿s doctor was unable to determine whether a left sensor wire remained in the skin and advised the patient to undergo an ultrasound and x-ray. The customer has not yet scheduled these procedures but plans to do so when he becomes available. The patient reported that the treatment successfully reduced redness and swelling in the affected area, although a small bump remains under the skin. While he notes feeling ¿something inside,¿ the doctor cannot confirm the cause until imaging results are obtained. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).